Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report with investigation results will be submitted once the eval is completed.

Event description:
A lasix drip (250mg/125mls) was hung as a secondary at 1306. The dose was 10mg/hr to go at 5mls/hr. Approx 75-90 minutes later, the rn found the lasix bag empty and the pump turned off. The pt required three extra lab draws due to the event. There was no pt harm. The customer stated that no further patient or event info is available.